Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 08-jun-2016: as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. She experienced sharp stabbing pain in her lower abdomen, severe, hurt so bad when she does a lot of bending and standing. This event is listed according to essure's reference safety information. The follow-up information was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality between the reported event with the suspect device cannot be excluded. Therefore, this case was upgraded to incident. Additionally, non-serious events were reported. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case report from a consumer in the united states was identified on 28-oct-2015 during (B)(4). The report refers to the reporter herself a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted in 2010. She had always been very active. Since she had essure, her periods had changed so much, she went from 3 days to not sure when or how long they are going to be. She was so exhausted and in pain all the time. She had a sharp stabbing pain in her lower abdomen and her lower back. She felt sharp pains in her uterus. She had hair loss, severe migraines, every morning she woke with a headache, sensitive teeth, hot sweats at night, her body temperature never balanced, had severe abdominal pain, vitamin d deficiency, was having to take 50,000 ml a week, insomnia,weight gain, mood swings, urinary tract infections, yeast infection monthly. She could go on and on, and had not gone through menopause as of yet. So it was not due to her age. Her children worried about her because she was sick so often. She was no longer as active as she was be for that. She hurt so bad when she did a lot of bending and standing. She wished she never got that, her life was miserable. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up information received on 04-may-2016. A legal claim was received. Case is now incident. Plaintiff had essure inserted for permanent sterilization and experienced device complications. Therefore essure was removed. Company causality comment: this spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. She experienced sharp stabbing pain in her lower abdomen, severe, hurt so bad when she does a lot of bending and standing. This event is listed according to essure's reference safety information. The follow-up information was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality between the reported event with the suspect device cannot be excluded. Therefore, this case was upgraded to incident. Additionally, non-serious events were reported. An updated product technical complaint is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2086) on 28-oct-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: cornua /migration of essure device location of device: cornua"), fallopian tube perforation ("perforation: fallopian tube"), device dislocation ("migration of essure") and abdominal pain lower ("sharp stabbing pain in my lower abdomen, severe, hurt so bad when I do a lot of bending and standing") in a 35-year-old female patient who had essure (batch no. 740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included migraine, sleep apnea and body mass index normal. Concomitant products included marvelon (desogen) for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced menorrhagia ("periods have changed so much went from 3 days to not sure how long/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("severe migraines/ migraines") and headache ("very morning I wake with a headache/ headaches"). In (B)(6) 2011, the patient experienced fatigue ("exhausted and in pain all the time"). In (B)(6) 2012, the patient experienced vulvovaginal rash ("vaginal rash"). On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("sharp stabbing pain in my lower back"), uterine pain ("sharp pains in my uterus"), sensitivity of teeth ("sensitive teeth"), night sweats ("hot sweats at night"), body temperature abnormal ("my body temperature never balances"), vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia"), weight increased ("weight gain"), mood swings ("mood swings"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection ("yeast infection monthly"), feeling abnormal ("miserable"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), weight decreased ("weight loss"), dental caries ("tooth decay") and vaginal infection ("current vaginal infections"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy (full)), surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, vaginal haemorrhage, rash, skin disorder, dysmenorrhoea, weight decreased, dental caries, vaginal infection, tooth disorder and vulvovaginal rash outcome was unknown, the abdominal pain lower, menorrhagia, back pain, uterine pain, alopecia, migraine, headache, sensitivity of teeth, night sweats, body temperature abnormal, vitamin d deficiency, insomnia, weight increased, mood swings, urinary tract infection, vulvovaginal mycotic infection and feeling abnormal had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, body temperature abnormal, dental caries, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, insomnia, menorrhagia, migraine, mood swings, night sweats, rash, sensitivity of teeth, skin disorder, tooth disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal rash, weight decreased and weight increased to be related to essure. The reporter commented: current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2015, finding-a 9-week size uterus, normal tubes and ovaries, left ovary with a 2 cm cyst with appearance of a corpus luteum, and essure device perforating through the cornua on left side. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2086) on 28-oct-2015. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: cornua /migration of essure device location of device: cornua"), fallopian tube perforation ("perforation: fallopian tube"), device dislocation ("migration of essure"), procedural haemorrhage ("complications from your essure removal procedure : blood in catheter") and abdominal pain lower ("sharp stabbing pain in my lower abdomen, severe, hurt so bad when I do a lot of bending and standing") in a 35-year-old female patient who had essure (batch no. 740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included migraine, sleep apnea and body mass index normal. Concomitant products included marvelon (desogen) for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced menorrhagia ("periods have changed so much went from 3 days to not sure how long/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("severe migraines/ migraines") and headache ("very morning I wake with a headache/ headaches"). In (B)(6) 2011, the patient experienced fatigue ("exhausted and in pain all the time") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vulvovaginal rash ("vaginal rash"). On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("sharp stabbing pain in my lower back"), uterine pain ("sharp pains in my uterus"), sensitivity of teeth ("sensitive teeth"), night sweats ("hot sweats at night"), body temperature abnormal ("my body temperature never balances"), vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia"), mood swings ("mood swings"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection ("yeast infection monthly"), feeling abnormal ("miserable"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), weight decreased ("weight loss"), dental caries ("tooth decay") and vaginal infection ("current vaginal infections"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy (full)), surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, procedural haemorrhage, vaginal haemorrhage, rash, skin disorder, dysmenorrhoea, weight decreased, dental caries, vaginal infection, tooth disorder and vulvovaginal rash outcome was unknown, the abdominal pain lower, menorrhagia, back pain, uterine pain, alopecia, migraine, headache, sensitivity of teeth, night sweats, body temperature abnormal, vitamin d deficiency, insomnia, weight increased, mood swings, urinary tract infection, vulvovaginal mycotic infection and feeling abnormal had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, body temperature abnormal, dental caries, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, insomnia, menorrhagia, migraine, mood swings, night sweats, procedural haemorrhage, rash, sensitivity of teeth, skin disorder, tooth disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal rash, weight decreased and weight increased to be related to essure. The reporter commented: current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2015, finding-a 9-week size uterus, normal tubes and ovaries, left ovary with a 2 cm cyst with appearance of a corpus luteum, and essure device perforating through the cornua on left side. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received - new event 'complications from your essure removal procedure : blood in catheter' was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2086) on 28-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: cornua"), device dislocation ("migration of essure") and abdominal pain lower ("sharp stabbing pain in my lower abdomen, severe, hurt so bad when I do a lot of bending and standing") in a 35-year-old female patient who had essure (batch no. 740648, 740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included migraine and sleep apnea. Concomitant products included marvelon (desogen) for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("periods have changed so much went from 3 days to not sure how long/ abnormal bleeding (menorrhagia)"), fatigue ("exhausted and in pain all the time"), back pain ("sharp stabbing pain in my lower back"), uterine pain ("sharp pains in my uterus"), alopecia ("hair loss"), migraine ("severe migraines/ migraines"), headache ("very morning I wake with a headache/ headaches"), sensitivity of teeth ("sensitive teeth"), night sweats ("hot sweats at night"), body temperature abnormal ("my body temperature never balances"), vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia"), weight increased ("weight gain"), mood swings ("mood swings"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection ("yeast infection monthly"), feeling abnormal ("miserable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss") and dental caries ("tooth decay"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, rash, skin disorder, dysmenorrhoea, weight decreased and dental caries outcome was unknown and the abdominal pain lower, menorrhagia, fatigue, back pain, uterine pain, alopecia, migraine, headache, sensitivity of teeth, night sweats, body temperature abnormal, vitamin d deficiency, insomnia, weight increased, mood swings, urinary tract infection, vulvovaginal mycotic infection and feeling abnormal had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, body temperature abnormal, dental caries, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, headache, insomnia, menorrhagia, migraine, mood swings, night sweats, rash, sensitivity of teeth, skin disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date 30-nov-2015 was added. Essure start date updated from 2010 to 19-oct-2010. Events abnormal bleeding (menorrhagia), migraines, headaches were clubbed with previously reported events. Events vaginal haemorrhage, rash, skin disorder, perforation, dysmenorrhoea, weight decreased, device dislocation, dental caries were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: cornua /migration of essure device location of device: cornua"), fallopian tube perforation ("perforation: fallopian tube"), device dislocation ("migration of essure") and abdominal pain lower ("sharp stabbing pain in my lower abdomen, severe, hurt so bad when I do a lot of bending and standing") in a 35-year-old female patient who had essure (batch no. 740648, 740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included migraine, sleep apnea and body mass index normal. Concomitant products included marvelon (desogen) for birth control. On (B)(6)2010, the patient had essure inserted. In december 2010, the patient experienced alopecia ("hair loss"). In february 2011, the patient experienced menorrhagia ("periods have changed so much went from 3 days to not sure how long/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2011, the patient experienced migraine ("severe migraines/ migraines") and headache ("very morning I wake with a headache/ headaches"). In august 2011, the patient experienced fatigue ("exhausted and in pain all the time"). In april 2012, the patient experienced vulvovaginal rash ("vaginal rash"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("sharp stabbing pain in my lower back"), uterine pain ("sharp pains in my uterus"), sensitivity of teeth ("sensitive teeth"), night sweats ("hot sweats at night"), body temperature abnormal ("my body temperature never balances"), vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia"), weight increased ("weight gain"), mood swings ("mood swings"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection ("yeast infection monthly"), feeling abnormal ("miserable"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), weight decreased ("weight loss"), dental caries ("tooth decay") and vaginal infection ("current vaginal infections"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy (full)), surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, vaginal haemorrhage, rash, skin disorder, dysmenorrhoea, weight decreased, dental caries, vaginal infection, tooth disorder and vulvovaginal rash outcome was unknown, the abdominal pain lower, menorrhagia, back pain, uterine pain, alopecia, migraine, headache, sensitivity of teeth, night sweats, body temperature abnormal, vitamin d deficiency, insomnia, weight increased, mood swings, urinary tract infection, vulvovaginal mycotic infection and feeling abnormal had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, body temperature abnormal, dental caries, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, insomnia, menorrhagia, migraine, mood swings, night sweats, rash, sensitivity of teeth, skin disorder, tooth disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal rash, weight decreased and weight increased to be related to essure. The reporter commented: current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "current vaginal infections, dental problems, weight gain, vaginal rash", reporter, concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.